Event description:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information regarding this event: the reported issue caused a procedure delay of less than 15 minutes. The reported issue did not occur during a critical stage of the intervention. The surgery was completed robotically despite the reported incident. A backup instrument was not used due to the cost and other procedures planned afterwards the surgeon would not want to take the risk. The problem occurred while the surgeon's head was inside the high-resolution stereo viewer on the surgeon's console while the surgeon was trying to manipulate instruments from the surgeon's console. The instrument did not move itself (involuntary movement). The surgeon's movements were appropriate to the instrument (for example, the expected distance corresponded to the distance the instrument moved). The large needle driver instrument moved in the intended direction. The instrument's timing was appropriate. No shakiness and/or friction experienced/observed. There was no interference between the instruments or between the arms of the system. There were no external collisions. The reported issue was persistent. The reported issue occurred during a vaginal suture closure. There was no patient injury. The arm drape cannot be returned. The instrument was inspected before use and there was no damage or anything unusual. The reported issue occurred immediately after the start.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The large needle driver instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. No product issue was identified.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion on large needle driver, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the large needle driver instrument; however, failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the large needle driver instrument turns. The procedure was completed as planned with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.